Event description:
Per the surgeon's report at the time the device was returned, this device did not work after the patient hit his head over the device on the edge of a table. Explanation and reimplantation surgery occurred in 2005.